Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the chamber dome was cracked around one of the ports. A lot check revealed no other complaint of this nature for lot number 120615. Conclusion: the damage is likely to be related to the chamber being exposed to excessive force during transportation or storage of the device. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Event description:
A hospital in (B)(6) reported via that the heaterwire was disconnected on the expiratory limb of the rt340 breathing circuit kit. The mr290 chamber that was part of the circuit kit was found to be damaged. This was found prior to patient use.